Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The returned sample confirmed the part number and lot number provided. The sample was evaluated and no visual or functional issues were identified. Due to the nature of the reported failure mode, our medical team were asked to perform a clinical investigation into the reported complaint. The team concluded; ¿per complaint details, a 3 year-old patient experienced blisters and swelling on the 3rd day following application. No clinically relevant documentation was provided for inclusion in a medical investigation. However, per the product claims sheet ¿in common with all adhesive products, some cases of irritation and/or maceration of the skin surrounding the wound have been reported. Seek medical advice immediately for all serious wounds and burns or if redness or discomfort occurs.¿ additionally, without photos, location and/or further description, the common occurrence of traction blisters following skin and/or dressing stretching could not be ruled out as a possible contributing factor. Although it was reported that the dressing was replaced and the skin was treated, the patient impact beyond the reported blisters and swelling could not be determined, as the current patient status is unknown. No further medical assessment is warranted at this time.¿ a risk management review was carried out into this product. The reported failure mode is captured under a smith & nephew risk management file that outlines that if the product is used for the purpose of catheter or tubing fixation, skin irritation and physical excoriation harms may be caused by movement of the catheter which can damage insertion sites or movement of tubing which can cause damage to skin. Also a sensitisation reaction related to swelling is included in the risk management for patients with fragile skin. As per the instructions for use for this product, extra care should be taken with patients with fragile skin as irritation may occur; common with all adhesive products. The film of this product is specially designed to be moisture vapour permeable, allowing excess exudate to evaporate which prevents skin maceration. On this occasion we have been unable to determine that the reported failure mode was caused by our products. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a (B)(6) year child was treated with disposable intravenous indwelling needle which was fixed by a transparent dressings. On the third day, blisters and swelling were found on the skin. The dressing was replaced. And the skin was treated.